Event description:
Reporter calling, stating she received a letter from medtronic claiming that there is the potential for battery contact problems and battery cap cracking for her minimed 670g. In addition to the letter, medtronic has sent her a replacement battery cap for her device. Per reporter, the notification from medtronic indicated she should reach out to the FDA regarding this matter. Reporter states she has had no problems with the device and has not experienced an adverse event, but was reporting per letter instruction.